Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a blue and unresponsive lcd touchscreen was confirmed. Ventec observed that the device would power on with a blue lcd touchscreen, alarm and then reboot by itself. Ventec replaced the control board to resolve the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the control board.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by 3rd party.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's lcd touchscreen was blue and unresponsive. There were no reports of patient involvement associated with the reported event.